Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent strut lifted. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28mmx3.0mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, the head end of the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28mm x 3.0mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, the head end of the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.